Event description:
It was reported: when ECG monitoring is needed and the hr (heartrate) source is set on automatically, the system will not sound an alarm when an ECG lead is disconnected. The hr source will change to spo2 as expected.

Manufacturer narrative:
If the hr source is set on automatical, the monitor selects a different source for heart rate (art or spo2) when the ECG is unavailable. The investigation is ongoing, the results will be reported in a follow up report.